Event description:
The catheter broke when the needle was retracted. Surgery was required to obtain the catheter.

Manufacturer narrative:
A prepaid mailing label and tube were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 12 march 2009.